Event description:
A field service engineer was performing an upgrade and removing an old set of batteries. A tool slipped, hitting a terminal on the sense board, causing sparks and consequently fire on the battery. The unit has metal enclosures and flame-rated components to control such an event. The reported fire was contained to the unit. No injureis were reported.